Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use and was unable to power back on after powering off. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use and was unable to power back on after powering off. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the power pcb assembly. Further root cause could not be determined. The device can no longer be repaired. The device has been scrapped.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use and was unable to power back on after powering off. There were no reports of adverse effects to the patient as a result of the reported event.